Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / right coil migrated and was dangling in my abdomen"), embedded device ("embedded in myometrial wall"), device expulsion ("embedded in myometrial wall"), pelvic pain ("chronic pelvic pain"), endometriosis ("endometriosis") and malignant melanoma ("melanoma above the right ankle") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "coil was cut during this surgery" on (B)(6) 2005 and device monitoring procedure not performed "did not undergo confirmation test.". The patient's past medical history included ovarian cyst, endometriosis and vaginal bleeding (administered a whole pack of birth control pills in a short period of time to try and stop the vaginal bleeding) in 2001. Previously administered products included for birth control: birth control pills from 1990 to 1995. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced endometriosis (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). In 2009, the patient experienced menopausal symptoms ("pre-menopausal symptoms"). In 2014, the patient experienced heart rate increased ("rapid heart rate") and fatigue ("fatigue"). In 2015, the patient experienced amnesia ("memory loss"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("paratubal cysts"), adenomyosis ("adenomyosis") and cervicitis ("cervicitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), malignant melanoma (seriousness criterion medically significant) and abdominal pain lower ("pain/constant abdominal pain lower right and left, more severe when coughing, sneezing, stretching"). The patient was treated with surgery (((B)(6) 2005) right salpingectomy/ ((B)(6) 2015) hysterectomy (full)/left salpingectomy) and surgery (endometrial ablation, (B)(6) 2005, endometriosis removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pelvic pain, endometriosis, malignant melanoma, ovarian cyst, heart rate increased, fatigue, menopausal symptoms, adnexa uteri cyst, adenomyosis, cervicitis, amnesia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, amnesia, cervicitis, device expulsion, embedded device, endometriosis, fallopian tube perforation, fatigue, heart rate increased, malignant melanoma, menopausal symptoms, ovarian cyst and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2005-had a salpingectomy to remove a migrated coil that was dangling in my abdomen. The coil was cut during this surgery and on (B)(6) 2015- I had a hysterectomy and my cervix removed, leaving ovaries, due to chronic pelvic pain. Diagnostic results: (B)(6), ultrasound scan and this showed the left essure device to be in the proximal tube. The right device, however, appeared to be outside the uterus, possibly in the fallopian tube or broad ligament. A follow-up ultrasound was done with and this confirmed the difference in appearance to the two devices. The left had the expected orientation. However, the right did not appear to be in the uterus. It did appear to be in the adnexal region but could not be identified within the two definitely. On (B)(6) CT scan of the pelvis done and this again showed the left device apparently within the let tube in the left cornua. The right device was outside the uterus in the area of the fallopian tube but did not enter the right cornua. On (B)(6) 2005, the left wire is almost certainly within the left fallopian tube throughout its course although the tube itself cannot be visualized. The right-sided wire may be within the fallopian tube, but this cannot be determined with certainty and this wire is not seen within the right cornua of the uterus. Concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, abdominal pain lower. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and mr received. The case is incident. The reporter information was updated. Patient's information updated. Lab data was updated. Essure indication was added. Essure insertion (device model updated) and removal date was added. Concomitant medication was added. Event: severe injuries were updated to specific events: perforation (fallopian tube), right coil migrated and was dangling in my abdomen, embedded in myometrial wall, endometriosis, melanoma above the right ankle, ovarian cysts, rapid heart rate, fatigue, pre-menopausal symptoms, memory loss, paratubal cysts, adenomyosis, cervicitis, memory loss, pain/constant abdominal pain lower right and left, more severe when coughing, sneezing, stretching, chronic pelvic pain, did not undergo confirmation test, coil was cut during surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / right coil migrated and was dangling in my abdomen"), embedded device ("embedded in myometrial wall"), device expulsion ("embedded in myometrial wall"), pelvic pain ("chronic pelvic pain"), endometriosis ("endometriosis") and malignant melanoma ("melanoma above the right ankle") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "coil was cut during this surgery" on (B)(6) 2005 and device monitoring procedure not performed "did not undergo confirmation test.". The patient's past medical history included ovarian cyst, endometriosis and vaginal bleeding (administered a whole pack of birth control pills in a short period of time to try and stop the vaginal bleeding) in 2001. Previously administered products included for birth control: birth control pills from 1990 to 1995. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced endometriosis (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). In 2009, the patient experienced menopausal symptoms ("pre-menopausal symptoms"). In 2014, the patient experienced heart rate increased ("rapid heart rate") and fatigue ("fatigue"). In 2015, the patient experienced amnesia ("memory loss"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("paratubal cysts"), adenomyosis ("adenomyosis") and cervicitis ("cervicitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), malignant melanoma (seriousness criterion medically significant), abdominal pain lower ("pain/constant abdominal pain lower right and left, more severe when coughing, sneezing, stretching") and pelvic adhesions ("adhesion"). The patient was treated with surgery ((B)(6) 2005) right salpingectomy/ ((B)(6) 2015) hysterectomy (full)/left salpingectomy), surgery (((B)(6) 2005) right salpingectomy/ ((B)(6) 2015) hysterectomy (full)/left salpingectomy), surgery ((B)(6) 2005) right salpingectomy/ ((B)(6) 2015) hysterectomy (full)/left salpingectomy), surgery (hysterectomy and cervix removed) and surgery (endometrial ablation, (B)(6) 2005, endometriosis removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, endometriosis, malignant melanoma, ovarian cyst, heart rate increased, fatigue, menopausal symptoms, adnexa uteri cyst, adenomyosis, cervicitis, amnesia, abdominal pain lower and pelvic adhesions outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, amnesia, cervicitis, device expulsion, embedded device, endometriosis, fallopian tube perforation, fatigue, heart rate increased, malignant melanoma, menopausal symptoms, ovarian cyst, pelvic adhesions and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2005-had a salpingectomy to remove a migrated coil that was dangling in my abdomen. The coil was cut during this surgery and on (B)(6) 2015- I had a hysterectomy and my cervix removed, leaving ovaries, due to chronic pelvic pain. Diagnostic results: october 14th, ultrasound scan and this showed the left essure device to be in the proximal tube. The right device, however, appeared to be outside the uterus, possibly in the fallopian tube or broad ligament. A follow-up ultrasound was done with and this confirmed the difference in appearance to the two devices. The left had the expected orientation. However, the right did not appear to be in the uterus. It did appear to be in the adnexal region but could not be identified within the two definitely. On october 19th CT scan of the pelvis done and this again showed the left device apparently within the let tube in the left cornua. The right device was outside the uterus in the area of the fallopian tube but did not enter the right cornua. On (B)(6) 2005, the left wire is almost certainly within the left fallopian tube throughout its course although the tube itself cannot be visualized. The right-sided wire may be within the fallopian tube, but this cannot be determined with certainty and this wire is not seen within the right cornua of the uterus. Concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, abdominal pain lower. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Event pelvic adhesion was added. Event outcome updated for pelvic pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / right coil migrated and was dangling in my abdomen"), device breakage ("pieces of essure device in the rt tube/cornua and apparently intact essure device in the left tube/cornua/pieces of essure device in the isthmical region"), embedded device ("embedded in myometrial wall"), device expulsion ("malposition of essure device - location of device: embedded in myometrial wall"), pelvic pain ("chronic pelvic pain / pain severe and persistant pain"), endometriosis ("reproductive system disorder or condition type of disorder or condition: ovarian cysts endometriosis") and malignant melanoma ("tumor / teratoma / cancer - type: melanoma above the right ankle") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "coil was cut during this surgery" on (B)(6) 2005 and device monitoring procedure not performed "did not undergo confirmation test.". The patient's medical history included ovarian cyst, endometriosis, vaginal bleeding (administered a whole pack of birth control pills in a short period of time to try and stop the vaginal bleeding) in 2001, hemorrhage, heart rate high, bloating, pelvic pain, ovarian cyst, endometrial ablation, constipation and dysuria. On (B)(6) 2001 , ultrasound scan and this showed the left essure device to be in the proximal tube. The right device, however, appeared to be outside the uterus, possibly in the fallopian tube or broad ligament. A follow-up ultrasound was done with and this confirmed the difference in appearance to the two devices. The left had the expected orientation. However, the right did not appear to be in the uterus. It did appear to be in the adnexal region but could not be identified within the two definitely. On (B)(6) 2001 CT scan of the pelvis done and this again showed the left device apparently within the let tube in the left cornua. The right device was outside the uterus in the area of the fallopian tube but did not enter the right cornua. On (B)(6) 2005, the left wire is almost certainly within the left fallopian tube throughout its course although the tube itself cannot be visualized. The right-sided wire may be within the fallopian tube, but this cannot be determined with certainty and this wire is not seen within the right cornua of the uterus. X-ray revealed migrated coil dangling in abdomen. Previously administered products included for birth control: birth control pills from 1990 to 1995. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). In (B)(6) 2005, the patient experienced fatigue ("fatigue") and menopausal symptoms ("pre-menopausal symptoms"). In (B)(6) 2005, the patient experienced endometriosis (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have malignant melanoma (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In 2014, the patient was found to have heart rate increased ("rapid heart rate"). In (B)(6) 2014, the patient experienced nerve injury ("other injury(ies) or complication (s) please describe: nerve zaps in legs"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("paratubal cysts"), adenomyosis ("reproductive system disorder or type of disorder or condition: adenomyosis") and cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain/constant abdominal pain lower right and left, more severe when coughing, sneezing, stretching"), pelvic adhesions ("adhesion"), hot flush ("hot flushes") and loss of libido ("lack of sex drive"). The patient was treated with surgery (((B)(6) 2005) right salpingectomy/ ((B)(6) 2015) hysterectomy (full)/left salpingectomy, endometrial ablation, (B)(6) 2005, endometriosis removal and hysterectomy and cervix removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device expulsion, endometriosis, malignant melanoma, ovarian cyst, heart rate increased, fatigue, menopausal symptoms, adnexa uteri cyst, adenomyosis, cervicitis, amnesia, abdominal pain lower, pelvic adhesions, nerve injury, hot flush and loss of libido outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, amnesia, cervicitis, device breakage, device expulsion, embedded device, endometriosis, fallopian tube perforation, fatigue, heart rate increased, hot flush, loss of libido, malignant melanoma, menopausal symptoms, nerve injury, ovarian cyst, pelvic adhesions and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2005 had a salpingectomy to remove a migrated coil that was dangling in my abdomen. The coil was cut during this surgery and on (B)(6) 2015- I had a hysterectomy and my cervix removed, leaving ovaries, due to chronic pelvic pain. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2015. Right essure coil visible, normal right ovary, 1 cm right paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: pieces of essure device in the isthmical region of the rt tube. Ultrasound pelvis - on (B)(6) 2005: on the right side, there is no endometrial component. The essure tubal occlusive device on the right is in the adnexal region and it cannot be ascertained whether this is in the fallopian tube or at least partially excluded from the right fallopian tube. In the left myometrium, there is an 8 mm echogenic focus which may be a small myoma or possible a small hematoma. Concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, abdominal pain lower, pelvic pain, fatigue, menorrhagia, dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- other injury(ies) or complication (s) please describe: nerve zaps in legs,hot flush,lack of sex drive,pieces of essure device in the rt tube/cornua and apparently intact essure device in the left outcome of event pelvic pain was updated. Medical history, lab data, reporter information were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.